Manufacturer narrative:
Evaluation code correction: changed from deformation problem to fracture problem evaluation conclusion correction: changed from known inherent risk of device to cause not established narrative correction: the distal part of the glass cap was not returned changed to the glass cap distal part is detached and returned. Known inherent risk of device changed to cause not established. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap is fractured at the fiber/glass cap fusion zone. The glass cap distal part is detached and returned. The heat shrink tubing open end wall integrity was compromised an exhibited signs of melting. The red octagonal sign and blue arrow indicator were not visible. The fiber was tested on a hene laser fixture and the aim beam was present at the fiber output window. There were no signs of breaks along the fiber length. The connector cone, segments and tabs were in good condition and secure. The control knob was attached, aligned with the fiber and could rotate the fiber. Based on the investigation findings, the conclusion code of caused not established was assigned to this investigation.

Event description:
It was reported that the fiber tip broke off inside the adenoma as enucleation was being performed during the procedure. The portion of the fiber tip that had broken off was retrieved with a tool identified as a croco clip. The patient was reported to have had localized hemorrhage, however the procedure was completed utilizing a second fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap was fractured at the uv glue zone with the fiber optic. The distal part of the glass cap was not returned. The heat shrink tubing open end wall integrity was compromised an exhibited signs of melting. The red octagonal sign and blue arrow indicator were not visible. The fiber was tested on a hene laser fixture and the aim beam was present at the fiber output window. There were no signs of breaks along the fiber length. The connector cone, segments and tabs were in good condition and secure. The control knob was attached, aligned with the fiber and could rotate the fiber. Based on the investigation findings, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the fiber tip broke off inside the adenoma as enucleation was being performed during the procedure. The portion of the fiber tip that had broken off was retrieved with a tool identified as a croco clip. The patient was reported to have had localized hemorrhage, however the procedure was completed utilizing a second fiber.

Event description:
It was reported that the fiber tip broke off inside the adenoma as enucleation was being performed during the procedure. The portion of the fiber tip that had broken off was retrieved with a tool identified as a croco clip. The patient was reported to have had localized hemorrhage, however the procedure was completed utilizing a second fiber.